Manufacturer narrative:
B3: unknown; no information has been provided to date. D: no information found for serial/catalog/di number. G: no information found for 510(k) number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had indicated a red error message. However, she said there was no blockage, the batteries and the cassettes were fine. She has since switched to her backup pump, however, would like a replacement pump. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.